Manufacturer narrative:
Updated fields: b4, d8, d9. G1-contact person-mfg site, g3, g6, h2, h3, h6- type of investigation code, investigation findings code, investigation conclusion code, h11. Corrected fields: g2-report source. A getinge field service engineer (fse) reported that they were not able to reproduce the helium leak. The fse resecured the screws. The unit passed all functional and safety tests and was returned to customer.

Event description:
It was reported that during a routine check, it was found that 4 monitor mount base screws for the cardiosave intra-aortic balloon pump (iabp) became loose on a flight and there was a helium leak somewhere in the system to the point it drained a main he tank in less than 24 hours following replacement. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.